Manufacturer narrative:
The lot dates and corresponding device manufacture dates are as follows: lot 081212-12/12/2008, lot 081218-12/18/2008, lot 080903-09/03/2008, lot 080904-09/04/2008, lot 081128-11/28/2008, lot 080604-06/04/2008. Fisher & paykel healthcare ('fph') is informed that the subject rt340 breathing circuit which had failed the ventilator leak test upon set-up had been discarded by the attending nurse. The healthcare facility will be forwarding a number of unopened product with the abovementioned lot dates to fph for testing. Fph is not yet in receipt of the above devices. We will submit a follow-up report with our findings following receipt of the product and completion of our investigation.

Event description:
A healthcare facility reported that holes of approximately 1 - 3mm in diameter were detected in the connectors of a number of rt340 adult dual-heated evaqua breathing circuits. One of the breathing circuits appeared to have failed the ventilator leak test during initial equipment set up. The leak was detected prior to pt use. No pt consequence was reported.